Event description:
Per the clinic, the patient was hospitalized for a duration of two weeks due to head injury. The patient was also reported that sound perception from the sound processor has become softer following a recent fall. Additional information has been requested but has not been made available as of the date of this report.